Event description:
A malfunction on the pump was reported by the caller, though no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The caller initially lacked the charging supplies needed to reset the pump but was later assisted by technical support to perform the reset, allowing the customer to resume insulin on the pump. The issue did not recur after the pump reset, and the customer was advised to call back if any malfunction code appears again.